Event description:
It was reported that a revision surgery was performed due to implant breakage after the patient fell from a ladder.

Manufacturer narrative:
Conclusion: based on the received information it is reasonable to conclude that the root cause of the reported ceramic ball head was a traumatic event.